Event description:
The customer reported via phone call that he had a no delivery alarm. Customer's blood glucose was 376 mg/dl at the time of the incident. Customer's blood glucose went down to 191 mg/dl before dinner today. Customer was explained that the no delivery alarms may be due to site, set, or reservoir issues. Customer stated that the tubing was not bent or kinked. Customer has changed site 3 times today as well as 3 sets. Customer stated that he has tried all remedies. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.